Manufacturer narrative:
The device was returned to the manufacture for investigation. However, the issue could not confirmed. There is no evidence of device failure that could lead to the reported issue. No indication for a material or manufacturing related issue was found during the investigation. The device is not capable to give the described error code at all. It looks like the information has been taken from an other device.

Manufacturer narrative:
Device is currently under investigation at the factory.

Event description:
As per a manufacturer incident report we received from the factory in (B)(4): as reported: "error 371- too low input pressure- patient got a too low heart rate and had to be reanimated".